Manufacturer narrative:
Date of event: please note this date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that after having switched off her stimulation and having undergone an MRI the week prior to report, their recharging time had increased. It was stated that prior to the MRI, it would take one hour to charge the implantable neurostimulator (ins) to full when it was at the third bar. However, after the MRI, it had taken her a longer time to charge the battery and the patient was quite frustrated about it. The rep noted there ¿seemed to be good contact when she was charging her battery.¿ impedance testing was performed and found there were no out of range electrodes. Review of the patient¿s charging records found that on (B)(6) 2019 the patient charged for 1.5 hours until ending with the ins at 100% charged and charged for 1.8 hours on (B)(6) 2019 until ending with the ins at 100% charged. The complex regional pain syndrome (crps) type 1 patient was alive with no injuries reported; no complications were reported or anticipated.